Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet system generated repeat occlusion alerts on an infusion set, which persisted until the user performed a complete supply change; the user¿s blood glucose was 228 mg/dl prior to resolution, and the issue involved obstruction of flow at the connector/coupler of the infusion set. Symptoms included insufficient clinical information to characterize specific patient symptoms. Outcomes included insufficient information regarding clinical impact beyond the reported hyperglycemia. Investigation included communication with the user and analysis of information provided by the user, including guided troubleshooting and education. Investigation of this case revealed an obstruction of flow associated with the connector/coupler, and deformation of the component was considered in relation to the complaint. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.